Event description:
It was reported that the patient experienced difficulty charging the spinal cord stimulation (scs) implantable pulse generator (ipg) and as part of the intervention, the ipg was replaced. Postoperatively, the patient was reported to be stable. The explanted device was not released for return and will not be available for analysis.

Manufacturer narrative:
The device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Record review revealed no additional information related to the complaint. Therefore, in the absence of device return and analysis the likely root cause could not be established. Block b3: approximate date since the patient thinks.

Manufacturer narrative:
Block b3: approximate date since the patient thinks.

Event description:
It was reported that the patient experienced difficulty charging the spinal cord stimulation (scs) implantable pulse generator (ipg) and as part of the intervention, the ipg was replaced. Postoperatively, the patient was reported to be stable. The explanted device was not released for return and will not be available for analysis.